Event description:
It was reported that the customer had a keypad anomaly and an audio/beep anomaly on the insulin pump. Customer stated that he was only using the sensor feature. Customer stated there was a dark circle next to the insulin icon. Customer saw that the pump had low power. Customer let the pump rest without a battery for 10 minutes, but the buttons were still unresponsive. Customer's blood glucose level was 251 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was monitored and no unexpected alarms noted. The battery icon functioned properly. All operating currents tested within specified range. No low battery or failed battery test alarms noted. All of the buttons functioned properly. No damage to pump assembly noted. No damage to keypad traces noted. Connector on lcd board was inspected and no unlocked connector noted. No cosmetic damage noted on device assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.